Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use, as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified lesion in the heavily tortuous mid circumflex coronary artery. The lesion was pre-dilated with a 1.5x12 mm balloon dilatation catheter (bdc) and the 2.75x18 mm xience prime was implanted at 12 atmospheres. Post-dilatation was performed with a 3.0x12mm bdc at 16 and 18 atmospheres. Following post-dilatation a distal edge dissection was noted. A 2.5x28 mm xience prime was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.